Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that a urinary tract infection was confirmed. No further complications were reported.

Event description:
Patient had experienced a loss of therapy in (B)(6) 2017. Patient wanted to bump their therapy up because doctor told her to do so because they were having return of symptoms. Patient was leaking more often. Patient was not feeling stimulation and therapy was off. Patient was assisted with turning therapy on program 1 at 1.9 v and patient said that they could feeling stimulation and asked how to turn stim down. Patient stated that therapy had been off that's why they were having symptoms. Patient was advised to consult with doctor for more information. Additional information from the patient on july 5th reported several months ago she saw the healthcare professional (hcp) and he suggested she bump it up. The patient stated she tried to do it when she got home and did it, but forgot how to do so now they were either having a really bad urinary tract infection (uti) or it was not on. The patient changed the batteries on the patient programmer. The patient synced with the patient programmer and it showed stimulation was on, program 4 at 1.7. The patient increased to 1.8, and reported she felt stimulation and wanted to leave stimulation there. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.